Event description:
It was reported the patient had their device revised on (B)(6) 2007 due to inadequate stimulation and pain relief. Both of the patient leads and extensions were replaced. One of the leads showed impedances of >3600 ohms. No patient outcome was reported.

Event description:
Additional information received noted that the patient outcome was resolved without sequelae resolved date: (B)(6)-2007.

Manufacturer narrative:
Lead model 3888-33 lot# j0231101v serial# unk implanted: (B)(6) 2002 explanted: unk lead model 3708340 lot# unk serial# (B)(4) implanted: (B)(6) 2005 explanted: (B)(6) 2012 lead model 3708340 lot# unk serial# (B)(4) implanted: (B)(6) 2005 explanted: (B)(6) 2007 lead model 3487a lot# j0437530v serial# unk implanted: (B)(6) 2004 explanted: unk. Final device analysis of the leads and extensions revealed the following: lead serial # (B)(4) - body insulation cut thru, product segmented. No other anomalies noted. Lead serial # (B)(4) - body insulation cut thru, product segmented. No other anomalies noted. Extension # (B)(4) were both functionally ok, no anomalies found. Both anchors had cautery cuts.